Manufacturer narrative:
Pt age & weight not provided by reporter. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: manufacturing location: supplier-(B)(4), packaged by: (B)(4), manufacturing date: 10/14/2015 expiration date: 5/31/2017 part #: 07.704.010s, lot#: dsd0055 (sterile) - norian drillable fast set putty 10cc-sterile. Quantity 250. Lot was release to the warehouse on 10/14/2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the norian drillable syringe broke off. A patient underwent an open reduction and internal fixation (B)(6) 2016 for treatment of a bicondylar, proximal plateau fracture of the left tibia. While screwing the tip of the syringe, the tip of the syringe broke off. The liquid material leaked out and was not able to be injected. There was a three to four minute delay to obtain a new device. The procedure was successfully completed. Patient outcome was reported as stable. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Should be product problem/malfunction only. Implant and explant dates: not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: the tip of the norian drillable syringe broke during assembly. All components of the norian drillable device were returned except for the syringe in question. All other components appeared to be as expected and the product lot code was confirmed as reported. It was noted that the powder within the rotary pouch was completely dry, unmixed with liquid. The devices were inspected to the prescribed pre-determined acceptance criteria prior to release from warehouse. There were no non-conformances noted during production. No conclusive root cause could be determined as the component in question was not returned for examination. Only the remaining components associated with the device were returned. The failure mode, as reported, cannot be confirmed; subsequently, no root cause can be developed. No manufacturing related issues were identified and/or confirmed, however. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.